Event description:
It was reported that the day after patient had an MRI, the patient experienced increased pain and believed that the pump had stopped. A motor stall was not confirmed. The patient's pump was interrogated twice; no motor stall or recovery messages were noted. No alarms were "going off". The patient was in the hospital and was being discharged; reason for hospitalization was not provided.

Manufacturer narrative:
(B) (4).